Manufacturer narrative:
A1 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back undeployed. The spring tip was bent. Additionally, the filter bag was ripped/ torn. Microscopic inspection revealed that the spring tip was bent, curvy and stretched. Additionally, the filter bag was ripped/torn. The sheathing and unsheathing test could not be performed since the wire was returned in the retrieval sheath.

Event description:
It was reported that the device was torn and difficult to remove. The 70% stenosed target lesion was located in the mildly tortuous carotid artery. A 190cm filterwire ez was selected for use. During the removal, the physician felt resistance at hand. The physician thought the filter part was caught in the strut at the tip of the stent. Resistance at hand disappeared when it was pulled as it was and was removed from the body. Subsequently, the device was found to be torn when taken out of the retrieval sheath. There were no issues with the usage or fluoroscopy during the procedure and no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device was torn and difficult to remove. The 70% stenosed target lesion was located in the mildly tortuous carotid artery. A 190cm filterwire ez was selected for use. During the removal, the physician felt resistance at hand. The physician thought the filter part was caught in the strut at the tip of the stent. Resistance at hand disappeared when it was pulled as it was and was removed from the body. Subsequently, the device was found to be torn when taken out of the retrieval sheath. There were no issues with the usage or fluoroscopy during the procedure and no patient complications reported.